Event description:
The customer reported to olympus, the yellow connector was damaged and needed to be replaced on the endoscope reprocessor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the yellow connector was damaged and needed to be replaced. Tac will ship replacement parts only to customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported problem. The connecting tube could not be connected because the yellow connector in the reprocessing basin was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for this reported issue was not established. However, it is probable that the connecting tube could not be connected because the connector had loosened and came apart. The connector may have loosened because it was subjected to stress forces. It is also possible that the connector was hit by a hard object. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor field performance for this device.